Event description:
The device was replaced and returned to facility. Physio-control evaluated the device and observed that it would not power on with the on/off switch. Device powers on by itself when the charge-pak is removed and powers off by itself during device data download.

Manufacturer narrative:
Physio-control replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio further evaluated the replaced pcb assembly and determined that root cause for the observed problem was a partially shorted diode, designator cr24.